Manufacturer narrative:
Date of event: exact date unknown, event occurred approximately three months based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing numbness at the right arm and leg. The physician believe it was not device related. It was also mentioned that the patient was having difficulty charging the ipg and keeping it charge. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted and patient was doing well post-operatively. The explanted device will not be returned per hospital policy.